Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended.

Event description:
The customer reported the system displays an error message after boot up. No patient injury was reported.